Event description:
The xen gel stent was surgically implanted in the left eye for the treatment of glaucoma. The eye had 20/20 vision prior to the surgery. The procedure resulted in total blindness in the eye upon waking from surgical anesthesia. It appears the blindness was caused by the mitomycin imbedded in the stent, which caused the ciliary body within the eye to shut down. This caused zero eye pressure and blindness. Subsequent efforts to flush the mitomycin and restore eye pressure with gas and then silicone were not successful. It was hoped that the ciliary body would itself resume function within a year's time. That did not happen. Ophthalmologic consultation locally and separately at mass general did not offer additional treatment options. Pictures of the patient implant card were sent to (B)(4) of the FDA separately.